Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they can feel the stimulation from time to time like certain ways they move but they don't feel like they were having any results from it. The patient stated their symptoms might be even a little worse than before the trial. Patient wondered if that's expected because maybe they put in a catheter during surgery and maybe they have some bladder irritation. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue.